Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that a patient was traveling home via car connected to a portable vad driver using the car power adapter. When he arrived at home, he unplugged the driver from the adapter and the driver subsequently stopped. The patient clutched his abdomen, passed out, and fell to the ground. The patient's girlfriend attempted to switch him to the back up driver. When she attempted to power up the back driver it did not start. She proceeded to resuscitate the patient by hand pumping and emergency services were notified. Upon arrival to the hospital, a second attempt to start the back up driver was made. It sounded sluggish with muffled noises. The patient continued to be hand pumped. At the emergency room, a third attempt to start the back up driver was made. This was successful and the patient was placed on the back up driver while being transferred to another hospital. When the patient arrived at the second hospital, he was placed on a dual driver console (ddc) without further incident. The patient is stable.

Manufacturer narrative:
The back up driver was returned to the manufacturer for analysis. A visual inspection did not reveal any unusual findings. The driver was functionally tested per the manufacturer's standard operating procedure, and it passes all functional tests. The unit was then bench tested at the patient settings with pneumatic loads and the driver operated properly. In addition, the driver also started properly every time it was turned on. No anomalies associated with the reported event were found. A review of the log file confirmed the reported attempts to startup the unit on two different occasions. The driver alarmed for both lvad and rvad occlusions during the attempts to get the unit on the patient. The reported event appears to be related to the fixed rate driver settings or patient/user training/technique issues. The unit operated properly on the patient once the driver was put into auto mode. Please refer to MDR# 2916596-2006-00207 for details on primary driver mentioned in block h5. No further information is available. The manufacturer is closing its file on this event.